Event description:
Report status: serious injury/surgical intervention. Report rationale: stent dislodgement requiring surgical intervention. Device issue: stent dislodgement. It was reported that after pre-dilatation was performed, two stents from another co were implanted in the lad. An attempt was then made to direct stent at the lcx-om with the 3.0 x 15 mm rx zeta, but was unsuccessful and the stent dislodged and was trapped at the ostial of lcx. An attempt to retrieve the dislodged stent with a snare catheter was unsuccessful. The pt was transferred to surgery, where the stent was successfully removed. The pt was transferred to ccu in stable condition. No additional event or pt info is available.

Manufacturer narrative:
Result- product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary - qa analysis revealed that the stent delivery system (sds) was returned with blood on the shaft, hub, balloon and in the guide wire lumen. There was contrast on the shaft and in the inflation lumen. The stent implant had dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the shaft 1.5 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.